Manufacturer narrative:
Separates/breakage is addressed on the provided caution label. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during processing and prior to transport. Per the attached provided caution label, it is illustrated; "withdraw and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdraw of the wire guide difficult resulting in separation when the force exceeds design specification. The statement in the event description "the vessel was torturous and the end of the guidewire became knotted when attempted to remove and broke off" indicates that patient anatomy was either the cause or significantly contributed to this device failure. We will continue to monitor for similar complaints.

Event description:
As reported to cook via maude report: during placement of ivc filter, the right groin was accessed with micropuncture. While attempting to place guidewire into femoral vein, the guidewire became tangled around itself. Femoral vein was then accessed on opposite side and guidewire snare. Customer returned call on (B)(6) 2011 with the information that the physician was performing a venous access to the right femoral. The physician attempted to advance the guidewire through the needle. The vessel was torturous and the end pf the guidewire became knotted when attempted to remove and broke off. The patient did not experience any adverse effects due to this observation.